Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The check of the raw material test certificate and the manufacturer document show that there are no deviations regarding material analysis, tensile strength, structural stability and manufacturing. The values correspond to the (B)(4). The breakage areas show nothing unusual and the cross section corresponds to hardness measurements which are on the drawing of the given specifications. The breakage is probably caused by indicative of overburden. A material fault cannot be excluded. (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, the cutting pliers were broken at the tip while severing the cerclage wire. Reportedly the pliers were relatively new at the time. The cable was severed with another set of pliers. This is report 1 of 1 for (B)(4).